Event description:
The manufacturer was contacted in reference to the voluntary field safety notice/ recall notification related to the sound abatement foam in certain CPAP and mechanical ventilator devices. The manufacturer received information alleging spitting up phlegm, blood, and mucus, losing sleep at night, asbestosis, copd, and sleep apnea. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging an issue related to a CPAP device's sound abatement foam. Patient was alleging spitting up phlegm, blood, and mucus, losing sleep at night, asbetosis, copd, and sleep apnea. No medical intervention was reported. The device was returned to the manufacturer's quality product investigation laboratory for investigation. Evidence of sound abatement foam degradation/breakdown was not observed in the base unit. The device's event logs were downloaded and reviewed. No errors were logged. The dust/dirt contamination found at the iso port, on the motor casing/impellers, bottom panel, back of lcd panel, and blower box, was inconsistent with degraded sound abatement foam contamination. The presence of contamination throughout the airpath, suggests a source external to the device. Mineral spots consistent with water ingress were found within the blower box and on the motor casing. Slight black contamination at the blower seal of the blower box appears consistent with the keratin contamination observed. Investigation can confirm the the presence of contamination in the airpath and can confirm water ingress into the blower box, but could not confirm evidence of sound abatement foam degradation/breakdown observed in the base unit. Section d8, d9, h2, h3 and h6 has been updated.